Event description:
Per the clinic, the patient permanently discontinued use of the device resulting in the decision to explant. On (B)(6) 2015 the device was explanted.

Manufacturer narrative:
This report filed june 28, 2016.